Event description:
It was reported that a revision surgery of the patient l3-4 psf was planned for due to adjacent segment disease by means of a l4 ¿ s1 tlif and replacement l3-4 psf. The tlif was completed at the l5 - s1 without incident. The existing hardware was from the l3-4 was removed, and the pedicles were then tapped 60mm using a dual lead followed by the screw placement which occurred without incident with the exception of the right l4 pedicle. At the right l4, the screw driver tip broke off inside the patient at the bone screw interface. A corrective technique called ¿rod helicopter¿ removal was employed utilizing a short rod placed into the tip which was placed at the set screw and torque with 80in-lbs followed by a countertorque to remove the screw ¿ rod construct. The technique proved to be successful, and another dual lead tap was inserted to the 60mm depth. The physician inserted a new screw and another screw driver tip broke off into the patient in the same manner. The rod helicopter removal was attempted unsuccessfully, followed by an attempt to re-try after final tightening of the set screw at 100in-lbs which did not work. It was decided to attempt cutting the screw at the bone surface with a carbide cutting burr. After approximately 30 seconds of burring, the countertorque method was finally was able to remove the screw ¿ rod construct. Another dual lead tap was placed and another screw inserted without incident. The rods and set screws were placed and the final tightening performed with approximately 30 minutes of delay due to the reported events. The surgeon acknowledged that the screw driver may have not been fully seated during the incidents of failed insertion.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation. The incidents in this report are associated with the devices reported in MFR report #'s 1526439-2013-35610, 1526439-2013-35611, and 1526439-2013-35616.

Manufacturer narrative:
Visual inspection revealed that the fracture was located at both of the drivers¿ distal tip. Devices were then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the parts. Results of both drivers show evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the expedium quick-connect si polyaxial screwdrivers found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the expedium quick-connect si polyaxial screwdrivers was conducted on the specific product code from this complaint as the product family does not exist for this instrument. There was no harm to the patient indicated in this complaint, however, instrument grade material remains implanted in the patient which could possible change the course of post operative care and could further necessitate the need for medical intervention in the future. As such, potential harm may exist if the fault were to recur. A review of the expedium family post market surveillance was conducted, and the expedium quick-connect si polyaxial driver broken tip failure code was reviewed. It was concluded that all risks have been identified and are acceptable for this failure. As such, the benefit outweighs the risk and no further actions in addition to what was identified in the pms report will be taken as part of this complaint file. The root cause of the driver tip becoming fractured cannot positively be determined. However, the fracture analysis results of both drivers show evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this driver. Additionally, the expedium quick-connect si polyaxial driver recently underwent a post market review which concluded that all the risks have been identified and are considered acceptable for this failure mode. Therefore, this complaint will be closed with no further action required.